Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that segments on the display have failed. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed the case was damaged. The device was powered on and one segment failed to illuminate. Internal inspection isolated the failure to the system board. Additional analysis was completed on the system board. The leds were measured for diode voltage across the solder pads and were determined to have an open circuit. The customer complaint was duplicated as the led d3-f is defective. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported that segments on the display have failed. No consequences or impact to patient were reported.